Manufacturer narrative:
Product ID: 3889-28, lot# v278050, implanted: (B)(6) 2009, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported that a patient had a device implanted for interstitial cystitis and had had 27 surgeries on her bladder, there was nothing left of her bladder, and the device was ¿the only thing that kept her sane.¿ she had her programs run every six months at the doctor¿s office to make sure they were all running and everything had been fine. For the past couple of weeks, the device was failing her, and she was trying to get some amount of relief. For at least 14 days, the patient had shocking happening at the implant site and going down the right leg and toe. There was a problem with the patient programmer, it wasn¿t working, and the patient had to replace the batteries at least every three days. She tried titanium batteries and alkaline batteries but neither worked. It had ¿died¿ on the patient, it wouldn¿t stay connected, and wouldn¿t synch or turn the device on or off. The programmer wouldn¿t synch or interrogate, the patient couldn¿t get anything out of it, and she was hearing poor communication beeps. The programmer had not gotten wet or been damaged. The patient was ¿ready to scream¿ because she couldn¿t say how much her bladder hurt without the device working and it was very painful. The patient knew she didn¿t have that much time left on the implantable neurostimulator (ins) battery because it had been implanted since (B)(6) 2009. Usually the patient had stimulation between 0.9 and 1.7 and she never went any higher because it would be painful. She kept stimulation on all the time. Analysis of the programmer revealed no significant anomalies. The patient went into her doctor¿s office to ¿re-attach¿ with a new programmer and reprogramming was done. She was fine at the end of the appointment with the new programming. The cause of the event wasn¿t determined. An impedance check was normal/negative and the ins would most likely need repositioning at a later date due to patient weight loss and current back problems. The patient recovered without permanent impairment.